Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-18- user has high glucose value. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; the customer's condition had not improved; customer was currently experiencing symptoms of blurry vision and increased urination. Customer stated that on (B)(6) 2018 he had notified his doctor of his sympotms and was advised to get some rest. Customer performed blood test with truemetrix meter and obtained hi. At call back on (B)(6) 2018, customer stated he did not have any diabetic symptoms but had sought medical attention on (B)(6) 2018 and had gone to the hosptial. Customer is still in hospital at time of call. Customer's blood gluose lab result at the hosptial on (B)(6) 2018 was 700 mg/dl fasting. Customer was diagnosed with hyperglycemia and was treated with humalog insulin and normal saline. Customer's non-fasting blood glucose test result while in the hospital on (B)(6) 2018 was 300 mg/dl. At the call back on (B)(6) 2018; customer's condition improved. Customer was discharged from the hospital on (B)(6) 2018. Customer is satisfied with the replacement product.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi and 424 mg/dl non-fasting. The customer's expected fasting blood glucose test result range is 99 - 108 mg/dl. At the time of the call, the customer reported having increased urination; customer stated physician is aware and customer was going to follow-up regarding symptoms. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of hi and hi using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :hi date: (B)(6) 2018 time:01:09 pm not fasting, result 2 :hi date: (B)(6) 2018 time:01:00pm not fasting, result 3 :424mg/dl date: (B)(6) 2018 time:12:44 pm not fasting, result 4 :hi date: (B)(6) 2018 time:2:14pm not fasting, result 5 :hi date: (B)(6) 2018 time:12:09 pm not fasting. Informed customer to follow up with physician customer will follow up with physician regarding symptoms.